Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The measurements were confirmed with a 10 j synchronous shock with a value of 150 ohms. An x-ray was performed and showed that the electrode position was not optimal. The case was found during change out and the physician decided to leave the electrode implanted as the patient is obese. Secondary vector signal was performed with good sensing. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. The measurements were confirmed with a 10 j synchronous shock with a value of 150 ohms. An x-ray was performed and showed that the electrode position was not optimal. The case was found during change out and the physician decided to leave the electrode implanted as the patient is obese. Secondary vector signal was performed with good sensing. This electrode remains in service. No adverse patient effects were reported.